Event description:
It was reported that a dexcom g6 continuous glucose monitor initially failed to pair with an ilet system after a sensor change, resulting in no glucose readings until troubleshooting steps were performed, including re-entering the sensor code, toggling cgm model selection, and restarting the ilet, after which the system connected and displayed a glucose value of 254 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing was negative. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included device troubleshooting and user education performed remotely. Investigation of this case revealed that the system re-established communication following the restart and configuration steps, restoring cgm data display. It was concluded that the event was consistent with a transient pairing or communication failure between the cgm and the ilet that resolved with standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.